Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a damaged mix bars. The fse replaced the mix bars to resolve the issue. Information not provided by customer. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low creatinine results on their au5800 chemistry analyser. There was no report of change to patient treatment or injury as a result of this event. Data was not provided by the customer. No patient demographics were provided.